Event description:
Info received indicates after the head section is raised, it slowly drifts back down.

Manufacturer narrative:
The technician replaced both the head up and down solenoid valves to repair the bed.